Event description:
It was reported that this brady lead was a case of an attempted implant in left bundle branch (lbb) due to unknown product performance issue. This brady lead was replaced with same model and was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead. As the physician's discretion was to replace the brady lead due to multiple attempts. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in left bundle branch (lbb) due to unknown product performance issue. This brady lead was replaced with same model and was not implanted. No adverse patient effects were reported. Additional information was received which indicated that as per physician's discretion to replace the brady lead with fresh lead after multiple attempts. This brady lead will not be returned.